Manufacturer narrative:
A ge representative evaluated the system and replaced the joystick. System operates as intended.

Event description:
The customer reported the system lost motorized movement capabilities. No pt injury was reported.